Event description:
It was reported by service report that the scale was inaccurate and bed exit was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results, conclusions: scale required calibration.